Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood (hemolysis): data log shows no abnormalities related to suction, motor current spike, or positioning issue during the time of the reported hemolysis issue. There was no trend in pump flow, motor current, or conclusive placement signal trend. The cause of the hemolysis issue was not determined without returned pump investigation and sufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had an impella 5.5 pump supporting a patient. The pump was supporting when there were concerns of hemolysis with plasma free increased to 28. Plan to hold diuresis. Later the patient was bridged to left ventricular assist device and survived.